Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Customer reported discrepant results with sofia flu+sars combo test. Unknown if the results were confirmed. Confirmation methods not provided.